Manufacturer narrative:
During a routine FDA inspection of zyno medical on 08/11/2016, it was recommended by the auditor that the original report from the distributor should be submitted to provide more details regarding this event. Zyno medical submitted an e-MDR (3006575795-2016-0001) on 08/17/2016 through the FDA's website and received the receipt. But due to some technical difficulties and confusion, the file didn't pass with all three acknowledgements. This is a re-submission regarding the same event.

Event description:
This is a follow up for the initially filed MDR (3006575795-2016-0001). This follow-up provides an event description from the distributor who had direct contact with the end user.

Manufacturer narrative:
The exact device (including pump and administration set) was tested. The air-in-line sensor and alarm functioned as expected. The pump door handle was found to have physical damage. A zyno medical representative visited the customer and re-trained their staff.

Event description:
It was reported that air was in tubing but pump did not alarm air-in-line. Air may or may not be infused in the patient but patient was sent to emergency care out of precaution. The patient was sent home from the hospital after evaluation.